Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed) including the distal conductor (not obstructed). All conductors were cut, the lead was stretched, and there was apparent explant damage. The outer insulation was melted, pulled apart due to overstress, and had a cosmetic depression. The outer tubing overlay had cosmetic environmental stress cracks. The analyst noted that the dried blood and tissue on the tip end of the distal conductor may have contributed to the reported issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial lead had loss of capture and dislodged. The atrial lead was explanted and replaced. No patient complications were reported as a result of this event.